Event description:
During a nephrostomy tube insertion, the .018" platinum guidewire broke off upon removal. (Left side) approx 3-4" of guide wire was left in nephrostomy tract. Physician attempted multiple times to retrieve the wire using forceps and snare but was unsuccessful. Wire will be attempted to be removed at nephrostomy tube change or at time of removal of percutaneous stent.